Event description:
As reported by the edwards clinical specialist (cs), during the transapical tavr procedure, the first 23mm sapien valve was deployed 50/50, however, transosopheageal echocardiogram (tee) showed that only two leaflets were observed to be moving and there was severe central ai. Per report, the physician team decided to pull the amplatz extra stiff wire and re-assess the ai, however, there was no improvement noted. The physician team then gently tried to manipulate the leaflet with the pigtail but had no success in reducing the ai. The decision was made to deploy a second 23mm sapien valve which was placed exactly within the first sapien valve with a final result of trace central ai and an immediate improvement in the patient¿s hemodynamics. Per report, the patient¿s aortic valve and root was severely calcified and the first valve was positioned and deployed in an intended and optimal position (50:50).

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Conclusion: other: imaging review. The device remains implanted in the patient. The device history record (DHR) review of the affected valve shows the device met specifications prior to distribution of the device. Echocardiographic (tee) images were submitted to the edwards medical director for review. No cine images were provided. Observations: on tee short axis view of the aortic valve demonstrates severe aortic stenosis, with extensive calcification involving the ncc and rcc. Tee long axis view (B)(6) 2013 12:50:03 pm demonstrates an appropriately positioned sapien valve with its ventricular edge coincident with the hinge point of the anterior leaflet of the mitral valve. No evidence of native leaflet overhang is observed. Tee short axis view (B)(6) 2013 12:55:57 pm demonstrates a non functioning leaflet in the region of the functional rcc. Tee short axis view (B)(6) 2013 01:05:02 pm demonstrates resolution of the non functioning leaflet associated ar after valve in valve. Impressions: non functioning right coronary leaflet of the properly positioned sapien valve, with associated severe transvalvular aortic regurgitation. There is no evidence of native leaflet overhang, or other anatomic features, that can explain ar by tee. Consequently, the cause of the ar is indeterminate by echo. However, the presence of severe native leaflet valve calcification in the right and non coronary cusps may implicate impingement of sapien leaflet motion. Per the instructions for use (IFU), valve regurgitation and nonstructural dysfunction (in this case, non-functioning leaflet) are potential risks associated with the use of the valve bioprosthesis. In this particular case, per the imaging review the cause of the reported non-functioning leaflet with central aortic insufficiency (cai) may possibly be attributed to the patient¿s severe native leaflet valve calcification in the right and non coronary cusps. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, complication management, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required